Event description:
Related manufacturer reference number: 2017865-2022-22641. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The pacemaker device exhbited low pacing impedance measurements on the right atrial (ra) and right ventricular (rv) channels, possibly related to the epi alert. Both ra and rv leads' impedance tested normally on their own during the explant procedure. However, the patient's ra lead did exhibit noise over-sensing that caused inappropriate automatic mode switch episodes. No intervention was done for the ra lead. Patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and low impedance were confirmed. The device was received with normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at end-of-service. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.